Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Patient's wife reported that her husband's receiver displayed a hardware failure and shut off at around noon. Patient fainted and went into a diabetic coma at around 5-5:30 p.m. Patient's wife called the paramedics, and the pt's blood sugar was at 26 mg/dl when the paramedics arrived. Patient was hospitalized and discharged later that day when his blood sugar was at 95 mg/dl. Patient was resting at home at the time of his wife's call to dexcom technical support.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was closed to insert and after insertion it would not open. No other details were provided. New devices were used to complete the procedure. There was no patient impact.